Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in (B)(6).

Event description:
The customer complained of one erroneous result for a patient sample tested with the mg2 magnesium gen.2 reagent. The initial result was 0.17 mmol/l and was reported outside the laboratory. The physician did not believe the result. The sample was remeasured twice. It was not recentrifuged before measurement. On both a different analyzer and the original analyzer the results were 0.47 mmol/l. There was no allegation of an adverse event. The lot number of the mg reagent was 206600. The expiration date was not provided. The last calibration from (B)(6) 2016 and the quality controls from the date of the event were normal. No abnormalities were seen. The daily alarm trace showed 10 abnormal sample aspiration alarms on the date of the issue, indicating an issue with sample quality at the site. Additional data for the investigation was requested but not provided. The investigation was unable to find a specific root cause, but the most likely cause of the event was related to sample quality.